Event description:
Port was inserted 2001. Port was used in may and june for either chop or rituxan. In july dye test was done since port was in a "start and stop" and infusion was switched to vein. In july and august port was used again for chop. Discomfort began to develop around port, light pain in neck, shoulder, upper arm and neck which lasted ten days or so. 7 days later a red flow at port site after chop was blood. Dye test scheduled and one day later the dye test revealed a slit in the catheter. 7 days later port was removed.